Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia to 213 mg/dl after eating without announcing the meal, followed by concern about mild infusion-site discomfort; education and troubleshooting were provided regarding use of correction and monitoring for a potential failed infusion site without immediate hardware change. Symptoms included elevated blood glucose without additional clinical manifestations. Outcomes included transient excursion outside target range without medical intervention, backup therapy, or ketone testing. Investigation included technical support review and user education on meal announcements and infusion-site assessment. Investigation of this case revealed user-related use error associated with a missed meal announcement, with no confirmed device malfunction. It was concluded that the event was attributable to use error, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.